Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection of the device noted the header was separated from the device case, and the distal portion of the header was missing. Based on the physical condition of the case and header, we conclude the header was cut during the explant procedure. Because the header was physically damaged, functional testing of the device was unable to be completed. The device memory was reviewed and a normal atrial impedance measurement was recorded on 1/18/2017. Laboratory analysis did not identify any device characteristics that would have contributed to the observed impedance and threshold issues.

Manufacturer narrative:
This device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this implantable pacemaker and the patient's right ventricular (rv) lead exhibited high pacing impedance measurements and high pacing threshold measurements. The device had subsequently been programmed to aair. A surgical revision was performed and the lead was abandoned surgically and the device was explanted due to normal battery depletion. No additional adverse patient effects were reported.